Event description:
It was reported that the implantable cardioverter defibrillator exhibited an error message stating ""an unexpected device condition has occurred" during interrogation prior to clinical use. The device was not used and there was no patient involvement.

Manufacturer narrative:
Device was returned due to error message. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.